Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('professionals left pieces of the device inside patient´s body (during device explantation)') in a 36-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient had no relevant past medical history at the time of the events. In 2013, the patient experienced constipation ("constipation") and suprapubic pain ("suprapubic discomfort after the insertion of essure"). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced flank pain ("lower right flank pain"). In (B)(6) 2015, the patient experienced abdominal pain lower ("iliac fossa pain of 4-5 months progression / pain in her lower abdomen"). On (B)(6) 2016, the patient experienced abdominal pain upper ("epigastric pain"), vulvovaginal pain ("vaginal pain"), genital discomfort ("genital nodular-like sensation"), urinary tract infection ("urinary tract infection") and urinary incontinence ("urinary incontinence"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), allergy to metals ("allergic reaction / allergic to nickel"), vaginal haemorrhage ("excessive vaginal bleeding"), swelling ("swelling"), rash ("skin rash"), psoriasis ("psoriasis"), alopecia ("hair loss"), dysgeusia ("metallic taste in her mouth"), fatigue ("excessive tiredness"), hypertension ("hypertension"), vaginal disorder ("vaginal nodule"), menstruation irregular ("irregular menstrual periods"), metrorrhagia ("breakthrough vaginal bleeding"), anxiety ("anxiety") and infection ("infections"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (laparoscopic bilateral salpingectomy procedure for the removal of the devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, abdominal pain lower, fatigue, suprapubic pain, menstruation irregular, metrorrhagia, anxiety and infection had not resolved and the flank pain, allergy to metals, vaginal haemorrhage, swelling, rash, psoriasis, alopecia, constipation, dysgeusia, hypertension, vaginal disorder, abdominal pain upper, vulvovaginal pain, genital discomfort, urinary tract infection and urinary incontinence outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, constipation, device breakage, dysgeusia, fatigue, flank pain, genital discomfort, hypertension, infection, menstruation irregular, metrorrhagia, pelvic pain, psoriasis, rash, suprapubic pain, swelling, urinary incontinence, urinary tract infection, vaginal disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: during the bilateral salpingectomy procedure that the patient underwent on (B)(6) 2018 [sic; discrepancy to reported essure removal date of (B)(6) 2017], the andalusian healthcare service professionals left pieces of the device inside the body of the patient. To this day, these leftover pieces are still causing her the same pain she experienced before the surgical intervention. As consequence of the adverse events caused by the essure device, the patient entails great emotional suffering. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2014: lower right flank pain. Allergy test - on (B)(6) 2017: allergic to nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('professionals left pieces of the device inside patient´s body (during device explantation)') in a 36-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient had no relevant past medical history at the time of the events. In 2013, the patient experienced constipation ("constipation") and suprapubic pain ("suprapubic discomfort after the insertion of essure"). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced flank pain ("lower right flank pain"). In (B)(6) 2015, the patient experienced abdominal pain lower ("iliac fossa pain of 4-5 months progression / pain in her lower abdomen"). On (B)(6) 2016, the patient experienced abdominal pain upper ("epigastric pain"), vulvovaginal pain ("vaginal pain"), genital discomfort ("genital nodular-like sensation"), urinary tract infection ("urinary tract infection") and urinary incontinence ("urinary incontinence"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), allergy to metals ("allergic reaction / allergic to nickel"), vaginal haemorrhage ("excessive vaginal bleeding / excessive bleeding"), swelling ("swelling"), rash ("skin rash"), psoriasis ("psoriasis"), alopecia ("hair loss"), dysgeusia ("metallic taste in her mouth"), fatigue ("excessive tiredness"), hypertension ("hypertension"), vaginal disorder ("vaginal nodule"), menstruation irregular ("irregular menstrual periods"), metrorrhagia ("breakthrough vaginal bleeding"), anxiety ("anxiety"), infection ("infections") and metal poisoning ("metallosis"). The patient was hospitalized from (B)(6) 2018. The patient was treated with surgery (laparoscopic bilateral salpingectomy procedure for the removal of the devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, abdominal pain lower, fatigue, suprapubic pain, menstruation irregular, metrorrhagia, anxiety and infection had not resolved and the flank pain, allergy to metals, vaginal haemorrhage, swelling, rash, psoriasis, alopecia, constipation, dysgeusia, hypertension, vaginal disorder, abdominal pain upper, vulvovaginal pain, genital discomfort, urinary tract infection and urinary incontinence outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, constipation, device breakage, dysgeusia, fatigue, flank pain, genital discomfort, hypertension, infection, menstruation irregular, metal poisoning, metrorrhagia, pelvic pain, psoriasis, rash, suprapubic pain, swelling, urinary incontinence, urinary tract infection, vaginal disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: during the bilateral salpingectomy procedure that the patient underwent on (B)(6) 2018 [sic; discrepancy to reported essure removal date of (B)(6) 2017], the andalusian healthcare service professionals left pieces of the device inside the body of the patient. To this day, these leftover pieces are still causing her the same pain she experienced before the surgical intervention. As consequence of the adverse events caused by the essure device, the patient entails great emotional suffering. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2014: lower right flank pain. Allergy test - on (B)(6) 2017: allergic to nickel. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-dec-2020: a new adverse event was provided: metallosis. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("professionals left pieces of the device inside patient´s body (during device explantation)") in a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of vaginitis, heavy periods, asthma, depression, mycosis and allergic rhinitis. The patient had no relevant past medical history at the time of the events. On (B)(6) 2013, the patient had essure inserted. In november 2013 she experienced flank pain ("lower right flank pain"). In 2013 she experienced constipation ("constipation") and suprapubic pain ("suprapubic discomfort after the insertion of essure"). In (B)(6) 2015 she experienced abdominal pain lower ("iliac fossa pain of 4-5 months progression / pain in her lower abdomen"). On (B)(6) 2016 she experienced abdominal pain upper ("epigastric pain"), vulvovaginal pain ("vaginal pain"), genital discomfort ("genital nodular-like sensation"), urinary tract infection ("urinary tract infection") and mixed incontinence ("urinary incontinence"). On (B)(6) 2017 she experienced device breakage (seriousness criterion intervention required). Essure was removed on (B)(6) 2020. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), allergy to metals ("allergic reaction / allergic to nickel"), vaginal haemorrhage ("excessive vaginal bleeding / excessive bleeding"), swelling ("swelling"), rash ("skin rash"), guttate psoriasis ("guttate psoriasis"), alopecia ("hair loss"), dysgeusia ("metallic taste in her mouth"), fatigue ("excessive tiredness"), hypertension ("hypertension"), vaginal disorder ("vaginal nodule"), menstruation irregular ("irregular menstrual periods"), intermenstrual bleeding ("breakthrough vaginal bleeding"), anxiety ("anxiety"), infection ("infections"), metal poisoning ("metallosis"), perioral dermatitis ("perioral dermatitis"), endometriosis ("endometriosis"), dysmenorrhoea ("secondary dysmenorrhoea"), dyspareunia ("dyspareunia") and abdominal discomfort ("hypogastric discomfort") and was found to have seborrhoeic keratosis ("seborrheic keratosi"). The patient was hospitalised from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (on (B)(6) 2017 laparoscopic bilateral salpingectomy and on (B)(6) 2020 hysterectomy was performed without oophorectomy). At the time of the report, the pelvic pain had resolved and the device breakage, abdominal pain lower, fatigue, suprapubic pain, menstruation irregular, intermenstrual bleeding, anxiety and infection had not resolved. The outcomes for flank pain, allergy to metals, vaginal haemorrhage, swelling, rash, guttate psoriasis, alopecia, constipation, dysgeusia, hypertension, vaginal disorder, abdominal pain upper, vulvovaginal pain, genital discomfort, urinary tract infection, mixed incontinence, seborrhoeic keratosis, perioral dermatitis, endometriosis, dysmenorrhoea, dyspareunia and abdominal discomfort were unknown. The reporter considered abdominal discomfort, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, constipation, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, flank pain, genital discomfort, guttate psoriasis, hypertension, infection, intermenstrual bleeding, menstruation irregular, metal poisoning, mixed incontinence, pelvic pain, perioral dermatitis, rash, seborrhoeic keratosis, suprapubic pain, swelling, urinary tract infection, vaginal disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure administration. The reporter commented: during the bilateral salpingectomy procedure that the patient underwent on (B)(6) 2018 [sic; discrepancy to reported essure removal date of (B)(6) 2017], the andalusian healthcare service professionals left pieces of the device inside the body of the patient. To this day, these leftover pieces are still causing her the same pain she experienced before the surgical intervention. As consequence of the adverse events caused by the essure device, the patient entails great emotional suffering. However, despite the surgical intervention for the removal of the essure devices, the symptoms caused by the devices in patients body did not completely subside. During the operation of (B)(6) 2017, during which my client underwent a bilateral salpingectomy, the doctors left traces of the devices in patient's body. These remnants continue to this day to cause ailments that my client was already suffering from before the operation. On (B)(6) 2020 total hysterectomy was performed without oophorectomy by laparoscopy with uterus and appendages without findings. Focus of endometriosis in the form of small implants without retraction of the area located in the pouch of douglas and in the right uterosacral ligaments. Given that endometriosis was found during the surgery, a check-up was carried out in outpatient clinic on (B)(6) 2020 patient was found to be asymptomatic and was discharged as can be seen from the medical documentation in the case, as regards the symptoms that the patient alleges in the claim (suprapubic pain, pain in both iliac fossae and constipation), and which the claimant intends to attribute to the use of the device, the existence of a causal relationship with the device has not been accredited. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6)2014: confirmed the correct placement of the essure device.; on (B)(6) 2014: lower right flank pain [allergy test] on (B)(6) 2017: allergic to nickel [ultrasound scan] on (B)(6) 2019: gynecologically normal.; (date unknown): the imaging tests did not confirm that there were remains of essure in the pelvis, so a followup was deemed necessary quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 22-may-2024: new events seborrheic keratosis, perioral dermatitis, endometriosis & dyspareunia were added. Event psoriasis & urinary incomitance updated to guttate psoriasis mixed urinary incontinence respectively. Essure insertion & removal date updated. Essure removal surgery updated. Reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('professionals left pieces of the device inside patient´s body (during device explantation)') in a (B)(6) year old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient had no relevant past medical history at the time of the events. In 2013, the patient experienced constipation ("constipation") and suprapubic pain ("suprapubic discomfort after the insertion of essure"). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced flank pain ("lower right flank pain"). In (B)(6) 2015, the patient experienced abdominal pain lower ("iliac fossa pain of 4-5 months progression / pain in her lower abdomen"). On (B)(6) 2016, the patient experienced abdominal pain upper ("epigastric pain"), vulvovaginal pain ("vaginal pain"), genital discomfort ("genital nodular-like sensation"), urinary tract infection ("urinary tract infection") and urinary incontinence ("urinary incontinence"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), allergy to metals ("allergic reaction / allergic to nickel"), vaginal haemorrhage ("excessive vaginal bleeding"), swelling ("swelling"), rash ("skin rash"), psoriasis ("psoriasis"), alopecia ("hair loss"), dysgeusia ("metallic taste in her mouth"), fatigue ("excessive tiredness"), hypertension ("hypertension"), vaginal disorder ("vaginal nodule"), menstruation irregular ("irregular menstrual periods"), metrorrhagia ("breakthrough vaginal bleeding"), anxiety ("anxiety") and infection ("infections"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (laparoscopic bilateral salpingectomy procedure for the removal of the devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, abdominal pain lower, fatigue, suprapubic pain, menstruation irregular, metrorrhagia, anxiety and infection had not resolved and the flank pain, allergy to metals, vaginal haemorrhage, swelling, rash, psoriasis, alopecia, constipation, dysgeusia, hypertension, vaginal disorder, abdominal pain upper, vulvovaginal pain, genital discomfort, urinary tract infection and urinary incontinence outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, alopecia, anxiety, constipation, device breakage, dysgeusia, fatigue, flank pain, genital discomfort, hypertension, menstruation irregular, metrorrhagia, pelvic pain, psoriasis, rash, suprapubic pain, swelling, urinary incontinence, urinary tract infection, vaginal disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: during the bilateral salpingectomy procedure that the patient underwent on (B)(6) 2018 [sic; discrepancy to reported essure removal date of (B)(6) 2017], the andalusian healthcare service professionals left pieces of the device inside the body of the patient. To this day, these leftover pieces are still causing her the same pain she experienced before the surgical intervention. As consequence of the adverse events caused by the essure device, the patient entails great emotional suffering. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray on (B)(6) 2014: lower right flank pain. Allergy test on (B)(6) 2017: allergic to nickel. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.